Manufacturer narrative:
Physio-control further evaluated the customer device and was unable to duplicate the reported issue. As a precaution the interface pcb assembly was replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the electronic records from the device and was unable to verify the reported issue. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device turned itself off and came back on with metronome on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue; it was reported that the event occurred with a patient and the patient is now deceased, but the customer stated that, "it is not believed the pt. Outcome is a direct result of the medical equipment failure."

Manufacturer narrative:
The customer was unable to provide any further information for the event or the patient. Patient fields in which information was not provided were intentionally left blank. Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device turned itself off and came back on with metronome on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue; it was reported that the event occurred with a patient and the patient is now deceased, but the customer stated that, "it is not believed the pt. Outcome is a direct result of the medical equipment failure."